Event description:
During a routine follow up of the pacemaker involved in this MDR report, the physician observed inconsistent follow up data, as displayed by the programmer, for which he required an explanation: why the daily switch back to aai wasn't attempted at 8 am(pacemaker programmed in safer mode). Why the duration spent in ddd mode wasn't 24th whereas the physician was convinced that the device remained the whole day in this mode.

Manufacturer narrative:
(B) (6). This event concerns a device that was manufactured and used outside the united states. (B) (6). Conclusion: the time of daily switch back to safer - aai may vary from 8 am, depending on pt's condition.